Event description:
The customer reported that the pt rec'd a 10cm x 6cm hyperthermic erythematous lesion at the return pad site on the right buttock during a cesarean sectio procedure. The injury was described as grade ii. Info regarding treatment was not provided. The incident pad was discarded by the site.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the site and is not available for evaluation. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted.